Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not working well. The customer¿s blood glucose level was 120 mg/dl. Customer stated that numbers are not ramping on their own. Customer also stated the scroll bar is moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board was locked properly during visual inspection. Unit was monitored and device not heating up during testing. Insulin pump received with pillowing keypad overlay. (B)(4).